Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test blood glucose meter communicates properly to the device noted and the blood glucose readings registered properly in the daily history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and coma on (B)(6) 2019. Customer¿s blood glucose was 900 mg/dl in the hospital. Customer had symptoms such as nausea, vomiting and diarrhea. Customer was treated that with injection of insulin. Customer did not use the mini-med 670g system. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump for under delivering customer had high blood glucose level. The insulin pump will be returned for analysis.